Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2025, cssd found two damaged inserters. On one, the instrument´s black plastic fractured off. The instrument fractured into two or more parts. The other instrument does not hold any longer. There were no adverse patient consequences; no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: customer is complaining the instrument as lot mj7635842 the instrument´s black plastic fractured off. The instrument fractured into two or more parts. Lot mj7496257 the instrument does not hold any longer. No adverse patient consequences no surgical delay reported. Seen in cssd. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the black radel handle was heavily cracked. The failure of the radel handle either cracking or breaking is due to impaction forces when the surgeon strikes the handle anvil with a heavy object when positioning the shell. The force is transmitted through the anvil into the radel handle either via the anti-rotation pin or directly into the handle through the anvil. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the threads at the distal end were severely stripped. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional evaluation was not performed due to the mating device not being returned for evaluation, however, due to the observed stripped condition of the treads at the distal end, it is not unreasonable to conclude the device would present functionality issues such as the reported allegation of will not hold/retain. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 50. 2) date of manufacture: 21.09.2022. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: not applicable. 5) IFU reference: IFU-78405807 rev.j. Device history review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: h4. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.